Manufacturer narrative:
The ge service rep conducted an onsite investigation. The software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the collimator would not open. No pt injury was reported.